Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-circumflex coronary artery. It was not possible for the stent to cross the calcified target lesion. During the attempts to advance the stent to the lesion, it was noted that the stent had moved off of the balloon on the catheter shaft. The stent delivery balloon was pulled back through the stent and the stent was subsequently deployed in the proximal circumflex artery. Another manufacturer's stent was then inserted and deployed at the target lesion site. The pt was reported to be fine post procedure and there were no additional clinical sequelae related to the event. The calcified lesion not being pre-dilated contributed to the stent not crossing the lesion and the stent moving from the balloon.